Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient expired on (B)(6) 2019. The cause of death was not provided and it was indicated that the pump would not be returned for evaluation. Multiple requests for additional information were issued to the customer but no further information was provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported patient expired on (B)(6) 2019. The device will not be returned for evaluation as it was retained by the hospital.